Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (2000mcg/ml at unknown dose) and bupivacaine (10000mcg/ml at unknown dose) via an implantable pump. The indications for use was non-malignant pain. It was reported that there was a pump motor stall after MRI lasting greater than two hours. The healthcare provider (hcp) stated that patient did mention an increase in pain. The hcp stated that patient was in for pump refill today. There was mention of audible alarms since the MRI. The manufacturer's technical services specialist (tss) reviewed info on telemetry mode and advised the hcp to check pump logs again to see if the motor stall recovery showed up today and check the reservoir volume for accuracy. The hcp stated that they would call back if they get back more medication than expected or if they have further questions.

Event description:
Additional information was received, from a healthcare provider (hcp). Reporting, that the reservoir volume was checked. And there was no discrepancy found. It was reported, that the pump recovered after 722 hours and 34 minutes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.